Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) impedances of greater than 2400 ohms. The pacing and sensing on this lead have all been within range. During a recent follow up appointment, it was noted that a lead safety switch (lss) had occurred. There was also noted some noise and atrial tachy response (atr), with some pocket stimulation when the lead was pacing in unipolar configuration. Boston scientific technical services (ts) was consulted and suggested replacing the lead as soon as possible. To date, the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.